Event description:
An endeavor resolute rx drug-eluting stent, length 18mm, diameter 2.5 mm, was intended to treat an extremely calcified lcx lesion in a pt. It was reported that the device was unable to pass the lesion and, on removal from the pt, the stent struts were damaged. The lesion was pre-dilated prior to attempted stent placement. The device was inspected prior to use with no anomalities noted. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval, method: film. Results/conclusions: failure to deliver stent, stent deformation. Severe calcification. Eval summary: the device was returned to medtronic for evaluation. A number of struts on the 6th, 7th and 10th proximal stent segments were deformed. The stent was positioned on the balloon between the inner shaft markers and balloon pillows, as per specifications. Cd images were also provided for eval. The cd images confirm that the lesion was in a severely calcified vessel.